Event description:
During treatment with a diamondback 360 orbital atherectomy device (oad), the physician noticed that the speed automatically changed from glide assist to low speed, and then to high speed. When the speed changed, the led lights had changed accordingly. The physician used a second oad to complete the procedure.

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) was returned to csi for analysis. Visual examination of the handle speed switch revealed moisture ingress and corrosion under the dome switches. Although the device functioned as intended during analysis, the moisture within the switch may have led to electrical shorting resulting in the reported unprompted speed changes. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).